Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-jun-2019 with the following findings: during investigation, there was evidence of moisture corrosion in the battery compartment. Due to the moisture damage in the battery compartment, the pump was unresponsive and unable to be powered on and downloaded. The original complaint of the "no power" was duplicated during investigation. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump stopped working. The battery compartment was alleged to be rusty and wet and there was no alleged damage to the battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.